Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the head was broken. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: please verify the quantity involved with the event? One. Please describe what is meant by head was broken what part of the trocar broke? Seal. Did any portion of the trocar fall into the patient? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the cap separated from the base. Evidences of welding were noted on assembly area. No functional testing could be performed to evaluate the reported insufflation issues due to the returned condition of the device. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.